Event description:
It was reported to boston scientific corporation that a jagtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, inside the patient, the jagtome did not bow at all. The procedure was completed with another jagtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation finding: catheter torn.

Manufacturer narrative:
(B)(4) for the event: catheter torn. Visual evaluation of the returned device found that there were twists in the working length of the device, the cutting wire was blackened, and the catheter was torn and melted at the distal pierce hole. The exposed cutting wire length and torn/melted (displaced cutting wire) length were measured and the total cutting wire length was found to be within specifications. Functional evaluation found that the device did not bow due to the torn/melted working length. The tear displaced the cutting wire approximately 7 mm from the distal pierce hole, shortening the cutting wire, which impeded bowing of the device. Review and analysis of all available information indicated the most probable root cause for this event was operational context since procedural or anatomical factors could have affected the device integrity and its performance. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.